Event description:
The catheter did not show signals on our recording system. It had a lot of artifact. A new cable didn't fix the problem. A new catheter worked. So defective electrodes on the catheter.